Event description:
A low battery alarm was noted at a refill on (B)(6) 2011. The audible alarm was confirmed via telemetry. Programming was noted as being correct. A change in therapy effect occurred. The patient experienced lethargy and hypothermia; and was admitted to an intensive care unit/hospital. The patient's body temperature was 88 degrees f. It was noted that the event occurred during a normal refill cycle; and that this was the first occurrence. The patient's pump was scheduled to be replaced. Drug delivered via the device was baclofen 2000 mcg/ml at a daily dose of 350mcg. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).